Event description:
It was reported that a patient underwent a pancreatoduodenectomy in 2009. On the sixth post-operative day, the patient's drainage rapidly increased and a hole was found in the intestinal track in the "facies anterior pancreaticojejunostomy". The drain was removed through a separate puncture wound. The patient underwent natural healing and there was no additional medical/surgical intervention. The surgeon opined the drain was hard, so it easily nicked the tissue near the anastomosis site.

Manufacturer narrative:
(B) (4). Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.

Event description:
While performing an investigation on a customer's returned freestyle navigator transmitter, a crack was observed on the lower housing near the battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.